Manufacturer narrative:
The manufacturer's investigation is currently in progress.

Event description:
On (B)(6) 2025, a 50-year-old male with a history of unsuccessful extracorporeal shock wave lithotripsy (eswl) treatment for a staghorn stone and a history of hypertension, underwent sure with cvac treatment to remove the remaining 1.5 cm stone in the left kidney. Prior to the procedure, urinalysis indicated no infection, and pre-operative prophylactic antibiotic treatment was administered. Per the treating physician, majority of the stone was removed after cvac; patient was discharged with small dust remaining. On the following day, (B)(6) 2025, the patient was rehospitalized for sepsis experiencing symptoms of fever, chills, nausea and vomiting, tachycardia, tachypnea, and hypotension. The patient was treated with IV fluids, antibiotics, and was hospitalized for 5 days. The treating physician is unsure if the cvac device was related to the sepsis event.

Manufacturer narrative:
The device was not returned for investigation. The specific lot number of the device used during this procedure was not reported to calyxo; however, a lot history review (lhr) of all devices shipped to the account was performed which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that these potential lot numbers met all design and manufacturing specifications when released for distribution. Sepsis is a recognized risk associated with ureteroscopic procedures, with an incidence of approximately 5.6% reported for urs.